Manufacturer narrative:
(B)(6). G4: premarket / 510(k) #: k213593.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician did not capture live images while advancing the catheter and only recorded while retracting. The physician also encountered difficulty tracking the catheter during removal, which resulted in the ivus catheter becoming entangled with a non-boston scientific guidewire. As a result, the physician had to pull the catheter and guidewire out together as a single unit. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter address 1:(B)(6). G4: premarket / 510(k) #: k213593.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician did not capture live images while advancing the catheter and only recorded while retracting. The physician also encountered difficulty tracking the catheter during removal, which resulted in the ivus catheter becoming entangled with a non-boston scientific guidewire. As a result, the physician had to pull the catheter and guidewire out together as a single unit. The procedure was completed with another of the same device. There were no patient complications.